Event description:
It was reported that the vascular stent could not be deployed and a piece of the handle of the delivery system detached. Upon receipt of the complaint sample the stent was found to be partially released.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.